Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse of a customer reported via phone call that the insulin pump alarmed no delivery and that the customer had high blood glucose of 400 mg/dl. Customer was advised to change out infusion set and reservoir and to call back if any further issues.